Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the physician opened outer packaging of an EU 4.5x37mm stent 12 mm dw tip (enc453712, 7393492) and noticed that the sterilization package of the stent was broken. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury reported as the device was not clinically used.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 18-oct-2023 indicated that there were no packaging issues with the shipping box or outer box. The device was stored as per the instructions for sue (IFU). Complaint conclusion: as reported by the field, the physician opened outer packaging of an EU 4.5x37mm stent 12 mm dw tip (enc453712, 7393492) and noticed that the sterilization package of the stent was broken. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury reported as the device was not clinically used. Additional information received indicated that there were no packaging issues with the shipping box or outer box. The device was stored as per the instructions for sue (IFU). An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint of could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.